Event description:
It was reported that during the implant procedure, there was no set screw found for the svc in the header. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was due to silicone, septum material found inside of the svc df-1 set screw hex cavity which prevented full insertion of the torque driver into the hex cavity.